Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, but returned product testing found the device did not perform as described in the field action. Product event summary: analysis confirmed the reported event; the atrial output connector is damaged. Analysis also found the ring bail is bent. (B)(4).

Event description:
It was reported the atrial port is physically damaged. The device was returned for repair. There was no patient involvement.